Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However there was possibility that this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in an unspecified timing, the endoscopic image was blackout one to two minutes after the startup of the subject device. The user facility replaced the subject device to a similar device, the reported issue was resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Sorc checked the subject device, the reported phenomenon was duplicated and scope communication error e216 occurred.